Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-13311 and 1627487-2013-13312. The patient had three leads with different model and lot numbers, reporting on all leads. It was reported the patient's lead had migrated. The issue was resolved on (B)(6) 2012. No further information is available at this time.